Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the medium-large clip applier head rattles. There was no report of patient involvement.

Manufacturer narrative:
Correction to annex code d: - annex d was updated to d02. - annex g was updated to g04121.

Event description:
Refer to h11 for follow-up information.